Event description:
It was reported that while unloading the m1 cot, the front wheels at the head end did not unlock. He added that the pt fell off of the cot but was unharmed as he had already been unconscious.

Manufacturer narrative:
Green gas dampener. User error contribute to the pt fall as the pt would have been improperly restrained to lead to a pt falling off of the cot. The pt was unconscious prior to the fall.